Manufacturer narrative:
This instrument has been investigated. On 3-9-16 an ocd field engineer (fe) arrived at the customer site and verified the camera settings, adjustments, and images. All looked ok. Sample camera and hand held scanner was verified in provue diagnostics. The fe read multiple sample tubes with multiple labels and they all read ok. The fe had a conversation with the customer and was informed that after they stopped using labels from the printer they suspect is causing the issue they had no more events of misreads. Fe states the sample camera and hand held scanner is working as expected.

Event description:
The ortho provue misread (B)(6). No incorrect or erroneous results were reported as a result of this incident. This is incident 2 of 2 for this complaint. (B)(4).